Manufacturer narrative:
Evaluation summary: the generator was returned and analysis confirmed the customer comment that the heart lead flex was corroded and broken. Analysis also found the upper case was broken and the lower case melted, one side bail cover was broken and contaminated, the heart block and heart wire contacts were contaminated, the ventricular output connector was corroded and broken, the battery contacts were compressed, the battery drawer was contaminated and the keyboard was scratched. (B)(4).

Event description:
It was reported that during inspection of the external pulse generator some corrosion was found on the output flex tape, where the output connect plugs into it. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that during inspection of the external pulse generator some corrosion was found on the output flex tape, where the output connect plugs into it. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).